Event description:
A 7 mm diameter x 20 mm length bridge assurant biliary stent was implanted in a patient for treatment of an 80% stenosed iliac artery lesion in 2003. Vessel morphology is unknown. It was reported that the device was inserted through a 6f sheath without difficulty, and the balloon was inflated to 10 atmospheres for 10 seconds to deploy the stent. After the stent was deployed, the balloon was deflated, but could not be withdrawn from the patient. The balloon took approximately one minute to fully deflate, and was then successfully removed from the patient. No clinical sequelae were reported, and the patient is reported to be fine. The stent delivery system was discarded.